Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the event occurred by physical stress such as scratching/striking the insertion section, chemical stress by deviating from the reprocessing manual, or stress by storing devices in poor circumstance such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The bending section cover was peeled and had sharp, loose edges. The distal end plastic cover had scratches and dents and the insulation was out of specification. The el-connector was also out of specification. The charge-coupled device shrink tube had a cut and scratches. The insertion tube had a bite/dent, the skin was peeled and leaking, and the insulation was out of specification. The light guide tube had a hole/cut and was also leaking. The light guide lens had scratches. The dial unit marking on the rotation mechanism, radio frequency identification (rfid) sticker, up mark, and rotational mechanism dial unit marking, were peeling. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the protective cover was off near the tip of the evis exera iii bronchovideoscope. The issue was found at reprocessing. No patient involvement reported.